Manufacturer narrative:
Updated event date.

Manufacturer narrative:
This event will be updated when the investigation is complete.

Event description:
Allegedly, the insert did not enter the tibial tray, it was checked that everything was fine, but even though maneuvers were made to impact it, it did not enter and generated the detachment of the tibial tray, which had already been positioned and cemented, in the end a higher insert was used, the surgery time extended was greater than 30min.